Manufacturer narrative:
The correct manufacture report number is (B)(4).

Manufacturer narrative:
Device catalog numbers added.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inclination set has fractured and revision surgery will be scheduled.